Manufacturer narrative:
An evaluation and visual inspection of the returned suture hook confirmed the reported breakage and found the tip was broken at the weld and the body of the hook was bent. The damaged condition of the returned suture hook is indicative of excessive lateral force is being applied during use and the most likely cause of tip breakage is user-related. A review of the device history records showed this lot was manufactured on 27-jan-2014 in a lot of 5 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. This is a limited reuse device and detail of how the breakage occurred was not provided. The suture hook breakage is addressed in the IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. An education letter will be sent to the user facility to reiterate the importance of following the IFU precautions/warnings to prevent the incident from recurring.

Event description:
The customer reported that during use of this spectrum ii suture hook, 60 degree left in a shoulder arthroscopy procedure on (B)(6) 2014, the tip of the hook "broke off" inside the surgical site during insertion through the tissue. The broken tip was retrieved and an x-ray was taken after surgery to ensure no debris left in the patient. Other than the 10 minutes delay, there was no patient injury and the procedure was completed as intended with the use of another-like suture hook.